Manufacturer narrative:
Exact date unknown, event occurred somewhere within the last three months. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing loss of stimulation due to lead migration. The patient underwent an explant procedure wherein everything was removed. The explanted device were discarded.